Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that out of range issues occurred between the transmitter and pump, with no continuous glucose monitor (cgm) sensor readings. Customer's blood glucose level was 40 mg/dl. Reportedly, the did not know the cause for low bg levels, however, the customer does not believe low bg levels were due to the pump or supplies. Customer consumer carbohydrates to address low bg levels. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been performed and the alleged out of range issue was verified in the pump logs; however, investigation could not be completed as the dexcom transmitter was not returned. Functional testing was performed and no failure was identified related to the reported low bg issue. Tandem quality engineer evaluated pump data and concluded the following: low bg levels could not be confirmed. Cgm alert 3 (cgm glucose reading below the user¿s threshold) annunciated during the morning and evening hours on (B)(6) 2018. User made bolus requests back to back while still having insulin on board (iob). There were no erratic basal rate adjustments. Complaint could not be confirmed. Making bolus requests and still having insulin on board could lead to a low bg event. There is no evidence that the insulin pump experienced a malfunction or failure.